Event description:
On (B)(6) 2012, baxter received two samples of xenium 170 dialyzers for evaluation. This report addresses one of the samples of which the facility reported issues involving the xenium dialyzer causing air in line alarms and/or patient reactions in patients. Approximately 45 minutes into hemodialysis therapy, the gambro machine would alarm "air in line" multiple times. Therapy was stopped as this patient became symptomatic: symptoms unknown. It is unknown what interventions were required. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Sample was received by baxter product analysis lab (pal) for evaluation. Received 2 'xenium 170' h25604a dialyzers used (second sample addressed in separate report). One was from lot 11e23b. Both were disinfected with 10% bleach solution. A visual inspection was performed and lot 11e23b still had blood clotted in the venous header of the dialyzer. The dialyzer with blood was considered biohazardous and no other testing was performed.

Manufacturer narrative:
(B)(4). Nipro, manufacturer, performed a batch review and retained sample testing and no issues were noted. The complaint was not confirmed. A root cause could not be determined.